Event description:
The facility reported an infusion pump with a failure code 533. The event was reported to have occurred during pt infusion. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known, per hosp rep regarding pump programming, medication involved or, pt demographics. No add'l info is available.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 533 was confirmed. A field corrective action has been initiated.